Manufacturer narrative:
Details of complaint: the customer reported that no sound was coming from the central nurse's station (cns). While troubleshooting, technical support (ts) discovered that the display was not connected. After connecting the display, the customer confirmed that sound was emitting from the cns. The customer then rebooted the cns, but it wouldn't boot up. They swapped the hard drives, but then the no sound issue came back. No patient harm was reported. Investigation summary: the customer had tried adjusting the alarm volume. Troubleshooting of the event showed that the audio cable was disconnected from the display monitor which houses the speakers. Once the cable was plugged back in, the audio issue was resolved. The cns is equipped with a speaker, built into the main touchscreen display. Audio is transmitted from the main unit to the speaker via an audio cable. To ensure audio performance, it is important that users do not obstruct the speaker with objects placed in front of it. Should the monitor placement and/or the main unit be relocated and adjusted, the audio cable should be checked to ensure the secure connection has not been compromised. Sound settings can be adjusted. The cause of the issue was an unplugged cable. It is unknown as to why the cable was unplugged. This cns was installed on (B)(6) 2017 with no history of audio issues. There was no indication of a device malfunction and no recurrence history for this device.

Event description:
The customer reported that no sound was coming from the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that no sound is coming from the central nurse's station (cns). Technical support (ts) troubleshot the issue and discovered that the display was not connected. After connecting the display the customer confirmed that sound was working; however, the customer rebooted the cns and it wouldn't boot up. The customer swapped the drives, but then the no sound issue cameback. Ts is working with the customer to resolve the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that no sound is coming from the central nurse's station (cns). There was no patient injury reported.